Event description:
It was reported that during a da vinci s hysterectomy procedure, a piece of "wire" from the maryland bipolar forceps instrument fell into the patient and was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Engineering confirmed the customer reported complaint and found a segment of the pitch up cable to be missing, appearing to have slipped out of the clevis after breakage. Both pitch cables are broken at the distal clevis hub. The pitch down cable has approximately a .400 inch long cable segment that includes the cable crimp still attached to the distal clevis. It is undetermined as to how both cables broke. No other damage found. Per the case notes, the missing piece of cable was retrieved from the patient and the procedure was successfully completed without incident.